Event description:
Boston scientific received info that the right ventricular lead displays noise that shows up at ventricular tachycardia episodes. Rv lead impedance measurements have been stable and within normal limits. The noise is not reproducable with pocket manipulations but is reproducable with isometrics. The rv lead is programmed to unipolar which boston scientific technical services explained may be picking up muscle activity. The device was reprogrammed to have a higher vt rate to prevent storing the noise as vt episodes. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.